Event description:
It was reported that during routine functional check of the cs300 intra-aortic balloon pump (iabp), the display would not energize. There was no patient involvement; and no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager evaluated the iabp and replaced the video generator board to resolve the reported display issue. The stm then completed full preventative maintenance (pm) on the unit and performed all functional and safety tests per factory specifications. The iabp unit passed all tests and was returned to the customer as cleared for clinical use. Updated fields: b4, e1 (event site name and address), g4, g7, h2, h10, h11. Corrected fields: b5, d10, h3, h6 (method, result and conclusion codes).

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that during functional check of the cs300 intra-aortic balloon pump (iabp), the display would not energize. There was no patient involvement; thus, no adverse was event.